Manufacturer narrative:
H4: information unavailable

Event description:
During a laparoscopic cholecystectomy the clips from the er320 were not closing completely. A second device was opened to complete the procedure. There was no consequence to the pt. The device was found on a shelf with an explanation by the suture sales rep on 10/22/96, who then reported it to the co's sales rep.